Event description:
It was reported to philips that the device issue was an "ECG measurement problem in sync mode". The involved patient was reported to not have experienced harm or adverse impact. There was no report of immediate clinical action taken to prevent serious injury or death.